Event description:
It was reported, approximately (B)(6) post implant, the cardioverter defibrillator reached early battery depletion; eclectic was reported, approximately (B)(6) post implant, the cardioverter defibrillator reached early battery depletion; elective replacement indicator status observed. Consequently, a revision procedure was completed: defibrillator excised and replaced uneventfully. No patient complications have been reported as a result of this event. An attorney further alleged that the device was defective and that the patient sustained physical injuries.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported, approximately three years and seven months post implant, the cardioverter defibrillator reached early battery depletion; elective replacement indicator status observed. Consequently, a revision procedure was completed: defibrillator excised and replaced uneventfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.